Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured inside the patient's body. No patient complications were reported and the patient's status was fine.